Event description:
Customer reported the system is displaying an x-ray overtime message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. System operates as intended. This MDR is related to ge healthcare complaint number.